Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alert. Customer's blood glucose level was 135 mg/dl. Customer stated that they did press a button down for 3 minutes or longer. Customer troubleshoot was performed. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and selftest. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.